Manufacturer narrative:
The device was received, and an evaluation is complete. Evaluation included a visual assessment as well as functional testing. During evaluation the device experienced keypad malfunction and the soft keys did not function. The cause was identified to be failed keypad which was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump, the device experienced keypad malfunction and the soft keys did not function. No additional information is available.